Event description:
Arjo maxi sky 600 ceiling lifts are scheduled for preventative maintenance every 2 years according to manufacturer recommendations. Due to a manufacturing change, the belt straps that are to be replaced in accordance with manufacturer recommendations require a new installation kit since they interfere with the motor transmission. These kits are backordered until at least may, while preventative maintenance is due at the beginning of march in accordance with the joint commission standards and manufacturer recommendations. These pms cannot be completed on time due to manufacturer delays.